Manufacturer narrative:
The device has been received and is awaiting further analysis. However, preliminary evaluation and testing revealed that the controller contained a failed capacitor. This finding was re-assessed per our sop requirements, and determined to be reportable. Additional information will be submitted within thirty (30) days of completion of the investigation.

Event description:
Approximately two months after implant controller exchange was performed. No data could be transferred between the new controller and the monitor and no additional programming could be performed; therefore, a second controller exchange was performed. No symptoms or injuries resulted from any of the events described. Investigation is ongoing.

Manufacturer narrative:
The heartware vad is used for treatment not diagnosis. Controller ((B)(4)) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. The reported event could not be confirmed as the controller was received inoperable. Thorough external visual inspection of the devices revealed no signs of physical damage or contamination. Analysis of the device revealed that the device failed to meet specifications. The controller failed functional testing due to a shorted tantalum capacitor which is the most likely root cause of the reported controller faults and power losses; this failure has been determined to be a result of the components manufacturing process. The confirmed malfunction is related to the reported event. The manufacturer has opened an internal investigation to evaluate these types of issues. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Per the instructions for use (IFU): patients are instructed to always keep a back-up controller available at all times, beyond the primary controller that is currently in use. Patients are instructed to contact the treating facility if they receive any of a list of certain alarms. Any additional information received will be submitted in a supplemental report when the manufacturer's investigation has been completed. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.